Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
When observed from a long distance, the image tended to be dark. In order to observe clearly, the user could only withdraw the scope very slowly, as close as possible to observe and take photo. Although there was no harm was caused to the patient , time of anesthesia was prolonged which increased the risk of anesthesia . This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: from the content of the report and the results of the investigation, this event was caused by residual errors on the surface of the light distributing lens due to long-term endoscopy, which adhered, reducing the amount of illumination light and making it difficult to observe.